Event description:
It was reported the patient's posterior capsule tore during insertion of the intraocular lens. The incision was enlarged to remove the implanted lens and an alternate lens placed in the sulcus.

Manufacturer narrative:
Visual inspection of the returned lens shows an optic cut in half and a distorted haptic. Prior to release the lens met all manufacturing specifications suggesting the condition of the lens is not related to the manufacturing process. The relationship between the device and the adverse event could not be determined. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.